Manufacturer narrative:
No repair was needed. Device was tested and inspected for functionality. It passed testing and returned to use with full functionality.

Manufacturer narrative:
Date of this report: 5/11/2021. Customer name: (B)(6).

Event description:
The customer reported the unit gave an alarm while booting up. The customer identified "oxygen sensor range error." The field service engineer (fse) advised replacement of the oxygen sensor or data acquisition (da) board. The customer reboots the unit and can restore for a short time, then the error will recur. The device was not in clinical use. No patient or user harm was reported. The field service engineer (fse) could not duplicate or confirm the reported failure. The (fse) identified there was a "low pressure."